Manufacturer narrative:
Concomitant medical devices: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: neu_recharger_acc, product type: recharger. Analysis of the desktop charger, lot # c0211591, found the cable assembly connector pin was bent. (B)(4).

Event description:
The consumer reported that the recharger was not taking a charge from the power supply. The connector pin was intact but bent. No out of box failure was reported. The patient received a replacement desktop charger, but the recharger was still not charging. A few days later, the patient's implantable neurostimulator (ins) battery was determined to be depleted and she was in pain. This was due to the issue with the recharger. The pain returned on (B)(6) 2016. No stimulation occurred. The patient spoke with a manufacturing representative on (B)(6) 2016 and she was still having trouble recharging. The patient requested a new recharger unit. The loss of stimulation issue was resolved. Indications for use include failed back surgery syndrome.

Manufacturer narrative:
Conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product: type recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.